Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas pressure sensor switch was cleaned and reinstalled. The unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed 'low drive gas pressure' during pre-use checkout. The unit was unable to mechanically ventilate. There is no report of patient involvement.